Event description:
Emergency medical technicians responded to a person described as down for a long time. The device was connected to the patient and the analyze button pressed. The device advised a shock which was delivered by the operator. Subsequent analyses did not advise a shock. The patient was not resuscitated. The reporter indicated the report malfunction did not cause or contribute to the death of the patient. The reporter based their opinion their assessment of the patient's viability. Following a review of the downloaded event, the reporter stated the patient appeared to be in asystole and that the device advised a shock based on ECG artifact.